Manufacturer narrative:
The device, used during treatment, was returned for evaluation. There was not a relationship found between the returned device and the reported incident. Visual inspection under magnification shows extensive electrode wear and it appears the top portion of the electrodes have been detached. There is dried tissue and discoloration present on the tip. The saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned device. The wand was activated in a beaker of saline solution at the default and max settings and plasma was observed on the remaining electrodes. The suction line was tested and performed as intended. A syringe was used to test the saline line and saline flowed through-out the line without any hesitation. There was no indication of ¿overheating¿ during functional evaluation as saline flowed through-out the suction and saline lines as intended. The complaint regarding overheating could not be verified and the root cause could not be determined with confidence. It is possible that due to the extensive electrode wear the power settings were set higher than the default, not having proper suction connected or excessive amount of saline flowing out of the tip. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy the wand overheated within minutes. A backup device was available to complete the procedure with no delay or patient injuries.